Manufacturer narrative:
Phone- (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Event description:
A healthcare professional reported capsular contracture grade IV on the left side. The device has been explanted and replacement with a non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, h6.

Event description:
A healthcare professional reported capsular contracture grade IV on the left side. The device has been explanted and replacement with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the surface of the shell. Yellow particles in the surface of the shell no further actions are required as the device was implanted.

Event description:
A healthcare professional reported capsular contracture grade IV on the left side. The device has been explanted and replacement with a non allergan device.